Event description:
During an abdominoplasty, an attending surgeon's left index finger was cut by a resident surgeon during active use of the plasmablade 3.0s.

Manufacturer narrative:
The device in question was discarded by the hospital and not available for evaluation by the manufacturer. Each surgeon was using a different lot of the same device but it was not known which surgeon was using which lot. Therefore, it is not known which lot was involved in the incident. The inspection of the lhrs of both lots, 45115 and 45116 did not any anomalies during manufacturing. During an abdominoplasty, the cut to the attending surgeon occurred when he asked the resident surgeon to dissect across his index finger, which he was using to shield tissue beneath during blunt dissection. The resident accidentally hit the attending surgeon's hand and cut through the glove into his left index finger. Following cleansing with betadine, the cut was closed with a single suture and a skin adhesive. The facility uses a universal, large gel-based grounding pad which protrudes from beneath the pt such that operating room personnel may contact it during the simultaneous use of an electrosurgical (in this case, monopolar) device.